Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Remains in patient.

Event description:
International affiliate reports the product was originally implanted to the patient with cerebral palsy on (B)(6) 2010. It was noted that the rod was broken at the end of 2013. The patient¿s bone had already been fused. However, the revision surgery is scheduled to be done within 2014 because the patient¿s kyphosis is progressing. The product will not be returned because the product is still in the patient¿s body.

Manufacturer narrative:
The broken rod was not returned for evaluation as it remains in the patient. A review of the device history record could not be conducted as the lot number is unknown. Without a lot number, a review of the manufacturing records cannot be completed. A 12-month review of the complaint trend analysis for the product family noted that there no related issues of this nature. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review and worldwide post market surveillance. No corrective action/preventive action (CAPA) is necessary at this time as without the product sample we cannot confirm the reported issue or identify the root cause. Therefore, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.